Event description:
During a ptca treatment procedure, the proximal portion of the choice pt es guidewire fractured on insertion. The lesion being treated was a 90% stenotic lesion in a severely tortuous right coronary artery (rca). The physician used a metal introducer needle rather than an introducer sheath for femoral vascular access. The physician successfully inserted the distal portion of the guidewire, but met significant resistance during insertion of the proximal portion of the guidewire resulting in the fracture of the guidewire. The physcian was able to completely remove the fractured guidewire without difficulty and replaced it with another choice pt es guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'satisfactory/good.'